Event description:
The customer initially reported a vague parts replacement request to replace the battery, ECG cables, and "dea" cables. There was no allegation of malfunction. On (B)(6) philips received additional information that the device was showing an inop after a period of time on battery power. There was no patient involvement.